Event description:
It was reported by the sales rep that during a lap cholecystectomy the clip was performed before it was at the end of the jaws. They used a second device to complete the case. The device is returning.

Manufacturer narrative:
Date sent: 08/08/2007.